Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain, occipital neuralgia and other chronic/intract pain of the trunk and limbs. It was reported that the patient was having a hard time getting and maintaining coupling since shortly after implant, and that the ins recharger antenna was damaged. While trying to charge the coupling bars would fluctuate while the patient was just sitting still. It was noted that the ins was discharged and the patient met with the rep to perform a physician mode reset, and that the por message was seeing before starting to normally charge the ins. After sitting and charging for quite some time the ins battery was still at zero. It was noted that the clinician programmer was able to communicate with the device. Antenna locate was done and was presenting a range of 46-54. On the first attempt there were zero coupling bars but with the second attempt 8 coupling bars were reached. Charging was maintained with 8 coupling bars. It was also reported that the ins was slightly tilted in the pocket. A new ins recharger antenna was sent to the patient. No further complications were reported.